Event description:
Patient reported the lap-band has a "manufacturer's defect." The patient explained that the surgeon performed a fluoroscopy and found that the device was "defective." During the last adjustment, the patient experienced no restriction. The surgeon's staff explained that the lap-band would not inflate properly. The inflatable rings of the band did not tighten around the stomach but rather were "parallel to the stomach." No leaks were found and the surgeon is considering whether or not to schedule surgery. Follow-up findings: the surgeon confirmed that the band of the device has an aneurysm and surgery has been scheduled to remove and replace the entire system.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks prior to product placement." A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.